Event description:
A medtronic representative reported a site's navigation system microscope bracket, attaching the scope bracket to the zeiss pentero scope head, was loose. In trouble-shooting, the medtronic representative removed the bracket cover to access the bracket attachment screws, and found them to be loose. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.on 01/30/2015 a medtronic representative performed a navigation system check-out; pentero microscope bracket was found to be loose. Tightened the screws attaching bracket arm to microscope and re-calibrated the microscope. The scope is functioning properly.no parts have been returned to manufacturer for analysis.